Event description:
The customer reported being in the hospital due to high blood glucose and diabetes ketoacidosis. The caller stated that his blood glucose meter read 570mg/dl, but at the hospital they read 756mg/dl. The caller mentioned that the cannula was bent. The customer was treated with an insulin drip and manual injections. Advised to contact his doctor regarding the infusion set change. The customer stated that he was not using the insulin pump three days before his admission. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.